Event description:
It was reported, the patient was found unconscious with respiratory insufficiency. A pump bolus issue was indicated, and a volume discrepancy was noted where the actual residual volume (arv) was (-) 0.5ml and the expected residual volume (erv) was unknown. The 0.5ml was assumed to have gone intrathecally. The patient reacted immediately at 0.4 mg naloxone intravenously and thus an overdose of fentanyl was suspected. When they aspirated the medication from the pump, 0.5 ml was missing. Three hours and 35 minutes later a liquor (cerebrospinal fluid) and blood sample were obtained to find out if it was an intrathecal or subcutaneous overdose, as a pump defect was suspected. The fentanyl concentration was 2.47 mcg/ltr in liquor and 10.79 mcg/ltr in blood. The catheter tip was located to thoracic vertebrae 9 (t9) and the liquor sample was performed under fluoroscopy in lumbar vertebrae 4-5 (l4-5). The patient status at the time of the event was alive no injury. Explant was planned for 2014 (B)(6). 2014 (B)(6) (email 2014 (B)(6) 07:50 with attachments/for, hcp, rep): it was further reported that the pump was refilled at the hospital and approximately 10 to 45 minutes later, the patient was found unconscious in the hospital with respiratory insufficiency and small pupils, and the patient was immediately reanimated. A pump failure was suspected of direct injection of drug from the pump reservoir in to the intrathecal space because, the refill of the pump was carried out with no problems and with care to withdraw 0.5ml at any 2 to 3 ml injected in to the reservoir. It was noted then that they were 100% sure it did not go under the skin. The patient recovered uneventfully and naloxone infusion of 0.2mg/hours was stopped after 6 hours. It was noted this was suggestive for intrathecal leakage of the pump and that the measured concentration of 2.47 mcg/ltr in liquor vs. 10.79 mcg/ltr in blood suggested high concentrations at the catheter tip region. It was noted, the unconsciousness of the patient was due to systemic fentanyl effect and removal of the pump was suggested. It was believed it was a bolus of 0.5ml that went directly intrathecally. Per the health care provider ( hcp), subcutaneous delivery was excluded and felt it was overinfusion of the pump. Saline was put in the pump after the incident then programmed to minimal flow. The pump was explanted. No septum defect or catheter disconnection was reported. The patient had no change in drug treatment with the new pump. The pump system was being used to deliver fentanyl and prialt. Additional information has been requested, but was not available as of the date of this report.

Event description:
Further inquiry was made between the different drug concentrations. The records provided noted a concentration of 2850 mcg/ml of fentanyl was used to fill the pump but the pump logs indicated 3000 mcg/ml. The programmed refills in (B)(6) 2014 both noted 3000mcg/ml. It was clarified that the effective concentration was in fact 2850 mcg/ml. The cocktail preparation was as follows: 19ml fnt 3mg/ml+1ml prialt 5mcg/ml. The discrepancy was realized in the beginning of the year by the physician during a pump check but the physician did not modify anything on the programmer as the patient was doing very well at that regime and there was concern that a change could cause a modification in the effects. Again, the effective concentration of fentanyl was 2850mcg/ml instead of 3000mcg/ml.

Manufacturer narrative:
Product ID 8780, serial# unknown; product type catheter product ID neu_unknown_cath; product type catheter (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This device is included in the medical device correction, "synchromed ii implantable drug infusion pump overinfusion", customer letter (march 2014).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the daily dose of fentanyl was 720 mcg and ziconotide was 1.2 mcg. The concentrations were reported as fentanyl 2850 mcg/l and ziconotide 5 mcg/l. Reportedly, the time between refill (10.45 hours) and symptoms of overdose (11.30 hours) was 45 minutes. Symptoms of overdose included the following. The patient was in the day hospital and faints. The patient has a trismus and respiratory insufficiency. The reanimation alarm was called. The first saturation was 88% and goes up to 98% with ventilator assistance with bag-valve-mask ventilation. At 11.42 hours the spo2 was 96% with a pulse of 56/min, nbp of 121/91 mmhg. At 11.47 hours the spo2 was 100% and a pulse of 74/min and nbp of 137/92 mmhg. Actions taken included the administration of naloxone 0.4 mg intravenously with this the return of consciousness and return of spontaneous respiration without neurologic or cognitive deficit. The reservoir of the pump was emptied and 0.5 ml was missing which was equivalent to 1425 mcg of fentanyl and 2.5 mcg of ziconotide. The pump was refilled with 20 ml of nacl 0.9% and programmed to "minimum flow". Fifteen minutes after the first bolus injection of naloxon the patient fell asleep again. A second bolus injection of 0.2 mg of naloxone was given intravenously and an intravenous perfusor with naloxone 0.1 mg/hours was needed/given for 12 hours (the patient kept falling asleep with dosage of 0.05mg/hours with saturation depression until 84%). After a recovery of about 3 hours in the recovery room, the patient was brought to the continuing care unit. The patient noted a light frontal headache. The next day the patient was awake, stable and was being discharged with a prescription of fentanyl transdermal patches (25 mcg/hours). The intrathecal pump was reported as removed on (B)(6) 2014. The time between symptoms (11.30 hours) of overdose and liquor/blood sample (14.20/14 05 hours respectively) was 170 / 155 minutes respectively. The fentanyl concentration liquor was 2.47 mcg/l and the fentanyl concentration blood was 10.70 mcg/l. The ziconotide was not possible to measure.

Manufacturer narrative:
Destructive analysis was performed and there were no new or additional anomalies found. (B)(4) no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis was completed on (B)(4) 2014. Analysis revealed the pump had an infusion accuracy test failure and that the drug concentration was different than what was programmed. Analysis concluded the pump met overinfusion criteria, however, the root cause was undetermined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.